Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the received plate was bent twice at the flat bar, next to the longer side with 4 holes the bent is intact and no impression marks are visible. Next the the shorter side with 3 holes the plate is broken at the bent as complained. There are clearly visible impression marks of an unknown tool in the area of the fracture. The complaint is confirmed as the plate is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The visual inspection has shown that at the intact bent no impression marks of the bending tool are visible. While around the bent where the breakage occurred clearly visible impression marks of an unknown bending tool are visible. The microscopic view has shown that especially at the fracture initiation side two deep tool marks are visible, see picture 3 of the close up picture. It can be assumed that these tool marks in combination with high applied force caused the breakage of this plate during contouring. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.503.386s lot: 1l94448 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 19. Oct. 2018 expiry date: 01. Oct. 2028. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.386 with lot h723478: part number: 04.503.386 lot number: h723478 part manufacture date: 06-sep-2018 manufacturing location: elmira. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: dzl. Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a le fort I osteotomy (outer right) for the upper and lower jaws on (B)(6) 2019. For fixation on l1 of the upper jaw, the plate (04.503.386s) was bent at the l-shaped (90 degrees) point. Even the light bending (just once) resulted in the breakage. The surgeon completed the procedure with a replacement without a surgical delay. No further information is available. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).